Event description:
On (B)(6) 2026, a patient underwent port placement procedure using the powerport clearvue isp. During the procedure, it was reported that the port stem was found to be broken. Additionally, difficulty was encountered while connecting the catheter to the port stem, and upon further inspection, the catheter was noted to be damaged. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd